Event description:
It was reported the pt underwent double valve replacement surgery for the mitral and tricuspid valves. Postoperatively, the pt presented with acute chest pains and syncope. An echo revealed severe regurgitation of the mitral valve and pulmonary edema. The pt underwent redo mitral valve replacement surgery. The mitral valve bioprosthesis was removed and replaced with another manufacturer's. Upon explant, the surgeon noticed a tear in one leaflet. Add'l info has been requested.